Event description:
It was reported that during a lap hernia repair, the device would not fire. The case continued and was completed with a like device. There was no patient consequence reported.

Manufacturer narrative:
H6: jaws broke a bifurcation. H3. Evaluation summary: the analysis results confirmed that one device was received for analysis and was noted to have a j-shape clip jammed between the jaws tip. During analysis, the jaws broke a bifurcation; therefore, the device ejected the remaining 8 clips. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.